Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to loss of capture and pacing inhibition despite high programmed output. The lead was surgically abandoned. No adverse patient effects were reported. The boston scientific local area representative was contacted for replacement lead details. No information has been received at this time. This investigation will be updated should further information be provided.